Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found there was rust on the body. Based on the results of the investigation, the flickering image was caused by kink on the cable. The twisted cable caused the video function to not function properly and "image flickering" occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was flickering from the camera head during preparation for a laparoscopic (therapeutic) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the image was flickering from the camera head during preparation for a laparoscopic (therapeutic) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.